Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl resulting in the customer losing consciousness. Reportedly, customer¿s bg typically runs low at night. The customer was able to regain consciousness without assistance and food was consumed to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.